Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue with orders not crossing to the pyxis server had been traced to the f drive becoming full on the carefusion coordination engine (cce) server. The technical support specialist (tss) applied knowledge article - 'cce backup database files are not purged which causes the disk drive to run low on free space.' The full drive caused the cce service to stop, preventing messages from processing. The customer's it team extended the f drive and restarted the cce service, restoring functionality. The interface engineer (ie) later confirmed that cce backup files had not been purging, which caused the disk bloat. A scheduled task was applied to automate cleanup and prevent recurrence. After confirmation that all systems were functioning normally, the ticket was closed. The system functioned as intended after the technical support specialist and interface engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server after an update, system went down and all patients and orders did not cross to the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.